Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer used an alternate wall adapter and the pump charged successfully. The customer¿s blood glucose level was approximately 80 mg/dl.